Event description:
New information received noted that the prior recommended programming changes were made but the issue of post-paced t wave oversensing recurred. Further programming changes were recommended.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Programming changes were recommended. Device remains implanted.